Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported being hospitalized for peritonitis. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. Patient demographics, temporal relationship to pd therapy and/or root cause of this infection, treatment details and the patient¿s current disposition remain unknown. In the intake, the patient stated they were hospitalized for the past 7 days (from the reporting date) due to peritonitis with no indication this event was related to the use or performance of any specific product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a specific product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and hospitalization.